Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported via a manufacturer representative (rep) that they had a history of falls. During an appointment to reprogram the implantable neurostimulator (ins), the rep discovered that seven out of eight of the electrodes had high impedances greater than 40,000 ohms on one of the leads. For troubleshooting, the ins was reprogrammed and the patient was receiving adequate coverage for their pain using one lead. The issue was resolved at the time of the report and the patient was alive with no injury. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.